Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
On apr 15, 2008, the distributor reported a revision surgery for a pt was complaining, in 2007, the surgeon implanted the construct. In 2008, the surgeon explanted the construct, due to the pt complaint. The pt was completely fused.